Manufacturer narrative:
Device lot number, device expiration date and device manufactured date updated. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.25 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. The physician tried to push the stent but it still would not cross. The device was removed and it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.25 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. The physician tried to push the stent but it still would not cross. The device was removed and it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts on the distal end of the stent that are stretched and bent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.25 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. The physician tried to push the stent but it still would not cross. The device was removed and it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.